Event description:
It was reported that acute stent thrombosis had occurred. Vascular access was obtained via the femoral artery. The 100% stenosed de novo target lesion was located in the proximal portion of the left anterior descending (lad) artery. The physician implanted a 2.75 x 38 promus premier select drug-eluting stent. Following the procedure, the patient was shifted to the intensive care unit. Later, in the same day, the patient complained of chest pain. The patient was taken to the cath lab for angiography where the physician observed acute stent thrombosis. The physician then post dilated the stent with another balloon, which lead to deformation of the stent. The stent was post dilated again and covered with another stent. No further patient complications were reported and the patient status was stable thereafter.